Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: installing the implants too deep. Part number, lot number, manufacturing date, expiration date and gtin: 1st (superior): ifuse-3d implant, p/n 7050m-90, lot# 2691971, mfd. 08/01/19, exp. 2024-08-01, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7040m-90, lot# 2722681, mfd. 01/28/20, exp. 2025-01-28, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7045m-90, lot# 2722691, mfd. 01/28/20, exp. 2025-01-28, gtin (B)(4).

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2020 where three implants were installed on each side. The patient reported left side radicular pain following the initial procedure. The surgeon determined that the left side implants may have been impinging on the neuroforamen. Two weeks after the initial procedure, the surgeon performed a revision procedure where she backed up all left side implants approximately three millimeters. No bone graft or additional hardware was added. No other preexisting implants on the right side were adjusted or removed. The patient's pain symptoms resolved following the revision procedure.